Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 749 mg/dl. Customer had not experienced any symptom related to high blood glucose level. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at time of incident. The insulin pump will not be returned for analysis.